Event description:
Regulatory agency reported "folds, waves, rotation detected...and capsular contracture baker grade 4 breast is very hard, deformed, and painful to the touch..." This relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: capsular contracture, baker grade IV.